Event description:
Related manufacturer reference number: 2017865-2021-38258. It was reported that the right ventricular (rv) lead exhibited intermittent loss of capture. Upon a chest x-ray, it was observed that the rv and right atrial (ra) lead had become dislodged. It is suspected the dislodgement is due to twiddlers syndrome. Both leads were explanted and replaced. The patient was stable.